Event description:
A customer reported he obtained the readings of 287 mg/dl and 260 mg/dl on his blood glucose meter. The customer additionally reported he experienced symptoms of hypoglycemia with loss of consciousness, and drank orange juice to alleviate his symptoms. The paramedics were called, but no treatment was reportedly given to the customer. It was additionally reported the customer was transported to a health care facility, diagnosed with hypoglycemia, but no medical treatment was reportedly provided. The customer reportedly ate food at the health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.